Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that x-ray revealed that the implantable pulse generator (ipg) had migrated and was unable to connect to the charger and had difficulty charging it.